Event description:
It was reported that this right ventricular lead exhibited low out of range pacing impedance measurements after a device replacement procedure. It was noted that this lead was bended. A lead revision was performed and noise was noted. It was decided to surgically abandon and replace this lead. No further adverse patient effects were reported.